Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the device's main keypad assembly as it was observed that an open technical service order required replacement of the main keypad assembly. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not deliver therapy while on a call. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.